Manufacturer narrative:
Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation.

Event description:
The following information was reported to gore: on an unknown date a patient underwent endovascular aortic repair with gore® excluder® aaa endoprostheses on (B)(6) 2017 a patient was noted to have a type ia endoleak with aneurysm sac enlargement of unknown amount. On (B)(6) 2017 the type ia endoleak was treated with placement of an aortic extender (pla310400. The endoleak persisted. On (B)(6) 2017 the persistent type ia endoleak was treated with placement of a palmaz stent, however the placement was not adequate. The palmaz stent was fully in the trunk-ipsilateral leg component. There was no resolution of the endoleak. On (B)(6) 2017 the excluder was explanted and an open surgical graft was put in its place. The patient did well following the procedure.

Event description:
On (B)(6) 2016, a patient underwent endovascular aortic repair with gore® excluder® aaa endoprostheses. On (B)(6) 2017 a patient was noted to have a type ia endoleak with aneurysm sac enlargement of unknown amount. On (B)(6) 2017 the type ia endoleak was treated with placement of a gore® excluder® aaa aortic extender endoprosthesis, (pla310400). The endoleak persisted. On (B)(6) 2017 the persistent type ia endoleak was treated with placement of a palmaz stent, however the placement was not adequate. The palmaz stent was fully inside the trunk-ipsilateral leg component. There was no resolution of the endoleak. On (B)(6) 2017 the gore® excluder® aaa endoprosthesis was explanted and an open surgical graft was put in its place. The patient did well following the procedure.

Manufacturer narrative:
UDI information: (B)(4). Updated.

Event description:
On (B)(6) 2016, a patient underwent endovascular aortic repair with gore® excluder® aaa endoprostheses. On (B)(6) 2017 a patient was noted to have a type ia endoleak with aneurysm sac enlargement of unknown amount. On (B)(6) 2017 the type ia endoleak was treated with placement of a gore® excluder® aaa aortic extender endoprosthesis, (pla310400). The endoleak persisted. On (B)(6) 2017 the persistent type ia endoleak was treated with placement of a palmaz stent, however the placement was not adequate. The palmaz stent was fully inside the trunk-ipsilateral leg component. There was no resolution of the endoleak. On (B)(6) 2017 the gore® excluder® aaa endoprosthesis was explanted and an open surgical graft was put in its place. The patient did well following the procedure.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release spcifications